Event description:
A ventilator was returned to the MFR for service. There was no pt harm or injury.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, errors related to the internal battery were observed in the device's downloaded error log. The device's internal battery was replaced to address the issue.